Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed a discrepancy between a fingerstick reading of 218 mg/dl and the ilet pump display of 182 mg/dl and inquired about calibrating a g7 sensor; the agent advised that the values were within an expected accuracy range and that calibration was not required, and provided troubleshooting and education. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included a review of the reported glucose values and user education regarding sensor and meter agreement criteria. Investigation of this case revealed that the device was operating within expected performance parameters and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with normal variation between glucose measurement methods.